Event description:
Customer reportedly received result of 178 mg/dl on the advantage system and 32 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, however customer no longer has the system; replacement was sent.